Event description:
Follow-up information was received on 15-mar-2023: the patient completely recovered. The outcome of the events abscess and bruises was reported resolved (changed from resolving), in 2023.

Event description:
This case was linked to lssmv case number (B)(4), referring to the same patient. This spontaneous report was received from a thai health care professional and concerns a female patient. She was injected with a total of 1 ml of belotero balance lidocaine, into the cheek, lateral orbital thickening, orbicularis (orl), suborbicularis oculi fat (soof),tear through (tt) and lateral deep malar fat pad (lt. Dmfp), on (B)(6) 2023. Batch number was reported as 356153/1 (expiry date: 01/2024). A lot search in the database was conducted. The patient was concomitantly injected with 3 ml of belotero volume lidocaine, into the same injection sites, on (B)(6) 2023. Batch numbers were reported as 557278/1 (expiry date: 01/2024) and 557252/1 (expiry date: 11/2023). The patient was injected with a tbc needle. She was injected into the cheek (ck1), with 0.1 ml bolus in 3 points per side with a cannula, into the lateral orbital thickening with 0.1 ml in 2 points per side with canula, into the lateral part of the orbicularis with 0.2 ml per side in small bolus, into the suborbicularis oculi fat 0.3 ml per side, fanning with a cannula and additionally into the right suborbicularis oculi fat with 0.2 ml fanning and left with 0.5 ml with support of the orbicularis. The patient was injected into the tear trough with 0.5 ml per side in small bolus and lateral deep malar fat pad with 0.2 to 0.3 ml, fanning. There was no immediate complication and the capillary refill was under 2 seconds all. The patients past medical history included tuberculous lymphadenitis, 2 years prior to this report. She was cured. As reported, after one week of the treatment, from follow-up call, patient informed the physician that she was getting better. On (B)(6) 2023, after the belotero balance lidocaine injection, the patient experienced swelling, edematous and erythema on the right zygoma area. On (B)(6) 2023, she was concerned about the abscess so that she went to the hospital for the symptoms occurred (as reported). The patient did not inform the physician that she was injected the hyaluronic acid filler. The physician performed an incision and drainage to minimize pus oozing. Augmentin (1 g, 1x2 orally, after meals) was proscribed. On (B)(6) 2023, the symptoms persisted and she went to see the physician at the clinic. The physician concluded the physical examination (pe) as erythematous and swelling of the skin extended from the right zygoma to the upper and lower eyelid with mild tender, no fluctuation, swollen temporal area and mild fluctuation. On (B)(6) 2023, the patient tended to get better. The edamatous and erythema flattened down. Due to the provided information, the outcome of the events was considered as resolving (reported as not resolved). In the opinion of the reporter, the events swelling/edematous/fluctuation and erythema/erythematous were of moderate intensity, not permanent and related to belotero balance lidocaine. Follow-up information was received on (B)(6) 2023: the case was upgraded to serious. The events bruises and abscess were added. The events swelling/edematous/fluctuation, erythema/erythematous and mild pain were deleted, they were considered to be a symptom of abscess. The patient was injected with belotero balance lidocaine, into the tear through, for face contouring. She was injected with a 22g cannula, into the superficial and subcutaneous fat, with small bolus, in 1 injection point with 0.5 ml per side. The patient was concomitantly injected supraperiosteally, with belotero volume lidocaine into the zygomatic arch, lateral orbital thickening, orbital retaining ligament (orl), suborbicularis oculi fat (soof), and left deep malar fat pad (dmfp), for face contouring. She was injected into the zygomatic arch (ck1), with 0.1 ml bolus in 3 points per side, into the lateral orbital thickening with 0.1 ml in 2 points per side, into the lateral part of the orbital retaining ligament with 0.2 ml per side in small bolus, into the suborbicularis oculi fat 0.3 ml per side, fanning and additionally into the right suborbicularis oculi fat with 0.2 ml fanning and left with 0.5 ml with support of the orbital retaining ligament. The patient was injected into the left deep malar fat pad with 0.3 ml, fanning. She was injected with belotero volume lidocaine into 8 injection points with 1.2 ml right and into 10 injection points with 1.8 ml into the left side, with a 22g cannula. The patient had no aesthetic treatments or fillers in the past. She had no allergies, atopic spectrum disorders, chronic skin disease (for example excessive keloid scarring), recurrent urinary tract infections otitis externa or tonsillitis, autoimmune disease (for example thyroiditis, rheumatism), juvenile-onset diabetes mellitus or hematologic disorders. The patients past medical history included lymph node removal. The patient came to the hospital as an outpatient visit and no hospitalization was instructed by the physician. The incision and drainage were necessary to accelerate recovery and to prevent a permanent damage. The physician changed the medicament from augmentin to oral antibiotics, clarithromycin (500 mg 1x2 after meal) and ciprofloxacin (500 mg 1x2 after meal) together with injectable intravenous ceftriaxone. On 24-feb-2023, the patients symptoms were getting better. The edematous and erythema flattened down more than 50%. The abscess was almost healed as it was completely drained and dried. The patient was in an almost fully recovery condition. She had only little marks of bruises. The outcome of the events abscess and bruises was reported as resolving. In the opinion of the reporter, the events were related to only the application of belotero volume lidocaine and the sterile technic was also suspected, as the affected area was injected by belotero volume lidocaine. The physician performed the treatment under sterile procedures as usual. However, as the patient had a history of tuberculous lymphadenitis and lymph node removal, the physician deemed that the treatment was supposed to be performed with extra caution concerning the sterile procedures in order to minimize contamination at all processing stages. Follow-up information was received on 09-mar-2023: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as 356153/1 (expiry date: 01/2024).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, abscess (pt: injection site abscess), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number 356153/1, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformance reports were noted related to this lot, but none that would have contributed to this event.